Manufacturer narrative:
Section b1: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from on (B)(6) 2024, and (B)(6) 2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system, section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient recently had 2 shocks from their implantable cardioverter defibrillator (ICD) for episodes of ventricular tachycardia (v-tach) as well as a low flow event. Log files captured constant pulsatility index (pi) events throughout the log shortening the data capture to just several hours of data. No low flow events were noted due to the brevity of the data capture. It was additionally reported that the patient was still having many sudden speed drops, and low flow alarms. Additional log files only captured multiple pi events that were occurring on 28may2024 from 14:22:47 to 15:46:53. The patient had history of ventricular fibrillation (v-fib) arrhythmia. The arrhythmia in this event was not thought to be device or therapy related. The ICD was implanted prior to ventricular assist device implant. The arrhythmia resolved. The cause of the low flow alarms was identified to be hypotension, volume depletion and arrhythmia. The patient was placed antiarrhythmic, and volume was controlled. Additional log files were submitted since the patient was still having labile speed, pi and flow changes causing low flow alarms. Additional log files captured persistent pi events throughout the log which shortened the data capture to just a couple hours. Additional information stated that patient was having low flow alarms with position changes, such as switching positions in bed, bending over and when going from seated to standing. The patient was asymptomatic related to low flows. They were mildly volume depleted which was fixed with diuretic adjustments and increasing oral intake which was addressed on 05jun2024. Plan was to have radiology to re-assess patient's most recent computed tomography (CT) scan for any driveline twisting, or scar tissue significance causing pressure on the driveline.